Event description:
It was reported the patient had a refill yesterday and the health care provider (hcp) noticed a motor stall occurred and stop pump period may exceed tube set messages on the readout. It was reported there was no volume discrepancy at the refill, the hcp pulled out 'about' 4.9 ml versus 4 ml expected. The hcp and patient did not hear any alarms. It was reported the patient had had at least one MRI. It was reported the patient was clinically doing well. It was noted the pump had been implanted to help with phantom limb pain and the patient had been dealing with back pain issues for 'about two years' but there was no notable change in therapy effect. The device system was used to deliver bupivacaine, compounded baclofen, and morphine. It was later reported the patient's pump had not been interrogated following the MRI. It was reported the hcp noted a motor recovery occurred yesterday in the pump logs. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).